Event description:
It was reported that last night (B)(6) 2013 after five (immediately) felt like the stim therapy wasn't working. They grabbed patient programmer to check settings and at first patient programmer didn't turn on. The patient changed the batteries and then when patient went to the use the patient programmer they kept getting an information screen that it wasn't communicating. They were not able to make adjustment both with or without antenna attached. Redirected caller to repair department. The patient was getting the poor communication screen with and without antenna. It was also reported that the patient was not able to sync both with or without antenna attached. Poor communication. The patient was experiencing a loss of therapeutic effect with loss of bladder control. First urgency and now frequency too. There was no known accident or incident related to this complaint. Symptoms started to return on (B)(6) 2013 and had worsened every day. The patient called in on (B)(6) 2013 to report poor communication and a new (B)(4) was sent. Patient noted the same poor communication screen with the new (B)(4). The patient was on higher settings than during the trial and the physician mentioned the ins may deplete faster as a result. The patient has a doctor appt (B)(6) 2013 to have the ins checked. The patient asked: "does that mean the internal battery is dead, basically?" The patient was "having symptoms of it not working, that's why. I do use it on a high amplitude and I was told I am going to use it faster." It was noted that the patient had not used the patient programmer in a year "because I didn't need to." When the patient started feeling return of symptoms, the patient programmer was "dead" so the aaa's were changed. It was noted: "none of my previous settings are showing at all." On (B)(6) 2013, the patient noticed urgency. "Now it's frequency. I have a combination of both issues. Yesterday wasn't so bad, but today is." Each day their symptoms have gotten worse. "On the test I was on a low setting, but I guess by the way it's hitting the nerve, I'm on a higher setting. It's not as effective as the test, but it is still a lot better than without having it." Additional information noted that the repair report on the patient programmer was complaint unverified. Resoldered antenna jack as a preventative measure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v742618, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type program mer, patient. (B)(4).